Event description:
The customer reported that the insulin pump alarmed button error and it was unable to clear. Troubleshooting was performed. The customer was with paramedics to get a shot of insulin at the time of the call. The customer stated that she was traveling. Instructed customer to disconnect from the device and revert to back plan of manual injections. Several hours later, the customer called back and stated that the insulin pump rested for two hours, but still the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.